Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and no anomalies were found. It was noted that the distal helix was bent, and distal electrodes were covered in blood. Visual analysis indicated that the lead was damaged at implant. Concomitant product: 5076 non-defib lead (B)(6) 2004; 4194 non-defib lead (B)(6) 2004. (B)(4).

Event description:
It was reported that during the attempted implant, the helix would not deploy and retract consistently. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.